Event description:
I have had 2 right inguinal hernia repairs. Surgical mesh was used both times. The first time it did not hold and after he 2nd surgery several years ago, I feel that it has not held, again, but have not gone back to repair it with more mesh.